Manufacturer narrative:
Batch review performed on 11-oct-2024. Lot: 2112779: (B)(4) items manufactured and released on 15-dec-2021. Expiration date: 2026-11-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affairs department about 2.5 years after revision of patella resurfacing consequent to a traumatic event, the patella is found painful again and a new revision is undertaken. The tibiofemoral implants are still working satisfactorily, replacement of the tibial insert is carried out as standard precautionary measure. The resurfacing patella is exchanged again but the most important action taken by the surgeon is the uplifting of the anterior tibial tuberosity, which in his opinion could solve the problem. No reason to suspect a faulty device at the origin of this revision.

Event description:
The patient had a primary surgery on (B)(6) april 2015. Gmk-sphere femur, tibia and insert implanted. On (B)(6) 2016, the patient has been revised (complementary surgery) and patella implant size 3 has been implanted. On (B)(6) 2022, the patient came in reporting pain and undergone a revision surgery because of a falling on (B)(6) 2021 with subsequent loosening of the patella implant. No loosening of the other components or infection. Implantation of a new patella implant size 3. Presently, on (B)(6) 2024, the patient came in reporting anterior knee pain and it was suspected loosening of patella implant. Resurfacing of patella size 3 and implantation of a new size 3. No loosening of the components detected. Changing of the tibial insert was done as preventive measure. Moreover, the surgeon decided to raise the anterior tibial tuberosity because the patella was very low and this could explain the pain, according to the surgeon opinion.